Event description:
A a patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 187, 246, and 314 mg/dl. Patient reportedly had left lid off vial of strips for about an hour the night before the accident. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.